Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the system will not power on. The philips engineer suggested service, since the customer stated they restarted the system and the issue was resolved, so this case has been cancelled and service has not been provided from the philips. To date, no further information was received. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the system would not power on. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.